Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the maximum sheath size used for the procedure was 8.5f.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional ablation procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss occurred with the second prostyle device. The suture of a new prostyle was successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures of the first and third device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.